Manufacturer narrative:
(B)(4). Date sent: 04/27/2016. (B)(4). Additional information was requested and the following was obtained: were there staples missing from the staple line? Surgeons stated staples were not missing, but were "crumpled up on top of each other for the last 1/3 of the distal end of the staple line. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape and no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ureterectomy procedure, not all staples fully formed. The surgeon over sewed the area where staple formation was in question. No complications were observed. There were no patient consequences reported.